Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17623934) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the physician, the guide catheter (6f .070 xb 3.5 100cm) was fractured. There was no reported patient injury. The device was stored and handled per the instruction for use (IFU). The device was not resterilized. The device was not prepped per the IFU as the fracture or double was evident at the time of removal from the package. The difficulty was encountered before use. The product will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. As reported by the physician, the guide catheter (6f .070 xb 3.5 100cm) was fractured. There was no reported patient injury. The device was stored and handled per the instruction for use (IFU). The device was not resterilized. The device was not prepped per the IFU as the fracture or double was evident at the time of removal from the package. The difficulty was encountered before use. The product will be returned for analysis. The devices were not returned for analysis. A device history record (DHR) review of lot 17623934 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) cracked¿ could not be confirmed as the device was not returned for analysis. The exact cause of the cracked (fractured) condition reported could not be determined. Based on the limited information available for review, handling factors may have contributed to the reported event. As cautioned instruction for use, which is not intended as a mitigation, ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Remove the guiding catheter from its packaging. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter. Prior to use, flush the guiding catheter lumen with a heparinized saline solution.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.